Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing an alert. It was determined that an alert was triggered for the right ventricular (rv) lead due to low pacing impedance. It was noted that the rv lead exhibited previous low r-waves. The lead impedance alert was programmed off and the rv lead remains in use. No patient complications have been reported as a result of this event.